Manufacturer narrative:
(B)(4). The device remains implanted. The event of erythema is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established. Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that on (B)(6) 2014, seven days post-implantation of seri, a revision-reconstruction patient presented with "redness" of the right breast "where the seri was placed." Oral antibiotics were administered. The device remains implanted.